Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarm 1. Customer's blood glucose (bg) level was 86 mg/dl. The customer consumed food. Customer installed a new cartridge and the issue resolved.